Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the compressor is noisy. Unit is out of warranty as stated on the repair statement additional malfunction on this device: no alarm on power switch.